Event description:
The pt received the scs system on (B)(6) 2007. It has been reported the pt had experienced a fall and is without stimulation. A full parameter diagnostic indicated high impedance values on all contacts. The pt is working closely with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.